Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One ventilator device was received for investigation. During visual inspection the device was observed to have a broken gas eye ball. No other anomalies or damaged were observed. The device was functionally tested, and the device passed testing with no issues observed. Based on the findings of the investigation, the reported complaint could not be replicated, and no root cause could be established. The device received refurbished components and preventative maintenance. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history found no information relevant to the reported complaint.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was giving a high pressure alarm and was not cycling. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.